Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2021 a patient (pt) reported an ¿eye infection¿ in the left eye (os) after wearing an acuvue® oasys® brand contact lens (cls). The pt advised the suspect cls was uncomfortable on insertion but continued to wear the cls. The pt reported symptoms of irritation and a ¿light white discharge¿. The pt had a virtual visit with an online provider who diagnosed conjunctivitis od the pt thinks the antibiotic prescribed was possibly cipro. On (B)(6) 2021 the pt provided additional information. The pt provided a screen shot of the online portal document; diagnosis: blepharitis of both eyes, unspecified eyelid, unspecified type. The pt also provided additional medical records. Date of encounter: (B)(6) 2021. Diagnosis: bacterial conjunctivitis os other: wash eye a few times a day; use lukewarm water, apply medication after eye is cleaned and dry. Medications: ciloxan 0.3 % 1 drop into affected eye, while awake every 4 hours for 5 days. On (B)(6) 2021 additional information was received from the pts prescribing eye care provider (ecp). A representative at the ecp office was unaware of the pts reported issue and advised the diagnosis seems not to be related to the cls. No additional medical information was provided. No additional medical information has been received. No additional information is expected. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00vblq was produced under normal conditions. The os suspect product was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.